Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x- ray examination found the helix stretched/bend and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the damage helix consistent with procedural damage.

Event description:
It was reported that the patient presented for a left bundle branch implant procedure. During the procedure, the left ventricle lead was unable to implant. The physician attempted to reposition the lead, but the helix of the lead was unable to retract from septum. Also, it was noticed that the lead's helix had unspecified helix rotation issue. As a result, the physician decided to replace the lead with a new lead. However, the second lead also exhibited the same problems; it failed to implant, could not retract the helix, and also had an unspecified helix rotation issue. The second lead also not used and replaced with new lead. There were no patient consequences.